Manufacturer narrative:
An event of low blood pressure/hypotension, cardiac perforation, and pericardial effusion lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, upon third deployment attempts, a pericardial effusion was noted which led to cardiac tamponade. The patient blood pressure was noted to drop, and epinephrine was given. Pericardiocentesis was performed and 250cc of blood was removed, and the patient stabilized. A 22mm amplatzer amulet left atrial appendage occluder was opened but was never deployed as the patient decompensated prior to it exiting the sheath. The device was removed so another angiogram could be taken. Another 22mm amplatzer amulet left atrial appendage occluder was advanced; however, prior to deployment, additional 200cc of blood was removed as the pericardial effusion grew again. The patient was stabilized, and the device was successfully deployed. Medication was given and the pericardiocentesis tube was left in the patient as they extubated and transferred the patient to recovery. Also, it is believed that the physician possibly perforated the appendage with the first device. Based on the information received, the cause of the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant, using amplatzer torqvue 45x45 delivery sheath. Upon third deployment attempt, a pericardial effusion was noted that measured to be 1.2cm, which led to cardiac tamponade. The patient blood pressure was noted to drop, and epinephrine was given. Pericardiocentesis was performed. Roughly 250cc of blood was removed, and the patient stabilized. A 22mm amplatzer amulet left atrial appendage occluder was opened but was never deployed as the patient decompensated prior to it exiting the sheath. The device was removed so another angiogram could be taken. Another 22mm amplatzer amulet left atrial appendage occluder was advanced; however, prior to deployment, additional 200cc of blood was removed as the pericardial effusion grew again. The patient was stabilized, and the device was successfully deployed. Medication (protamine) was given and the pericardiocentesis tube was left in the patient as they extubated and transferred the patient to recovery. It is believed that the physician possibly perforated the appendage with the first device. Final measurement of the pericardial effusion decreased from 1.2cm to 1.0cm.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.